Manufacturer narrative:
(B)(4)

Event description:
(B)(4). The dentist reported that 8 months after the dental implant was installed in intraoral region #30 it was verified its non- osseointegration. A 15 ncm of primary stability was achieved and immediate load was not performed. The patient presented insuficient bone quality/quantity (bone type iii) and bone graft was executed.